Manufacturer narrative:
During technical inspection of the returned device the following was found: the motor is defective due to worn seals. The seals exhibited accelerated wear as a result of contamination residues. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during normal use, the machine displays e-19 indicating it cannot operate. No negative impact in state of health reported.